Event description:
Pt was brought in for removal of malfunctioning port-a-cath. Per surgeon's documentation, the port-a-cath chamber was carefully dissected and removed with a short portion of the catheter attached to it. As was noted on the chest x-ray...the port-a-catheter has detached from the port and migrated further into the right atrium that will require removal at a different time.